Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged a the pump emitted a call service 052. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 06-jun-2018 the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings. A review of the pump black box showed evidence that cs 052 alarms had occurred. During testing, the pump rewind, load and prime was successfully completed and the pump was exercised for 24 hours with no call service alarms duplicated. The pump cover was removed and no evidence of moisture or defects to the printed circuit board or other internal components were found. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.